Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot: part: 359.219. Lot: 9384817. Manufacturing site: haegendorf. Release to warehouse date: 29. May 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Only top level of the device history record reviewed as sub-components are not lot tracked. Complaint summary: it was reported that on (B)(6) 2019, the patient underwent an orthopedic procedure on an unknown reason. During the procedure, the elastic nail inserter plastic handle broke. There was no surgical delay. The procedure was successfully completed with no patient consequence. Flow: broken. Visual inspection: the inserter f/ten (part # 359.219, lot # 9384817, mfg # 29-may-2015) was received at us cq with the handle broken into 2 pieces but still attached to the device. The handle broke circumferentially closer to the proximal part of the device. There was deformation and nicks made to the handle. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was not performed as relevant features are significantly deformed. Document/specification review: only the top level of the device history record was reviewed as the sub-components are not lot tracked, therefore a material/hardness review could not be performed. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the user tried to wrench the handle and it failed in torsion. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Lor number provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown orthopedic procedure (B)(6) 2019, the elastic nail inserter plastic handle broke. There was no surgical delay. The procedure was successfully completed with no patient consequence. This report is for one (1) inserter for ti elastic nails. This is report 1 of 1 for (B)(4).